Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a distal pancreatectomy, it was reported that firing could not be completed in the middle of the pr ocedure. As confirmed, it seemed that the excessive force was reached in the middle of the procedure. At the first firing, at the stage of grasping, the display had no problem and the green button could be pressed, but the tissue was very thick and hard. The device was bent to the nearest position. The blade advanced a little and stopped. The second attempt with a new product was almost no flexion and the device could fire without problems. There was no patient harm.